Event description:
On (B)(6) 2010, cde reported patient's mother called on (B)(6) 2010, at 8:45 am, stating patient had large ketones and an elevation in blood glucose after beginning pump therapy on (B)(6) 2010. Cde stated, on call back to mother on (B)(6) 2010, she reported patient had large ketones at 7:00 am and gave a correction bolus via the infusion device based on the bolus calculator. Cde reported he spoke to the patient who stated he found the infusion adapter cap damp with insulin. Patient reported when he last changed his infusion site, he tightened the adapter cap and the infusion tubing. Cde stated he advised mother to change the infusion site, give double correction bolus and continue hydration and blood glucose checks every hour. Cde reported he advised mother if patient, nausea/vomiting, or difficult respirations to go to the emergency department. On callback from mother, cde stated mother reported patient's blood glucose was in the mid 200's mg/dl and still with large ketones. On call back to mother, mother stated she spoke with the hospital who advised her to give patient a 200% temporary basal rate (tbr) for the next 6 hours and to have patient drink and eat as he wanted while giving boluses for carbs and correction. On follow up call to patient's mother on (B)(6) 2010, mother reported patient woke up at one point throughout the night with an elevated blood glucose reading of 383 mg/dl. Mother stated there was a small amount of insulin leaking from the connection point where the luer lock connects to the infusion adapter. Mother reported the cartridge was removed from the infusion device and verified the inside of the cartridge compartment was dry. Mother stated they changed the insulin cartridge, infusion adapter and infusion set. Mother reported she was not sure if the leak was a fault of the products in use or if the connection was not secure. Mother stated she did not notice any cracks or other damage to the luer lock or adapter. Alleged products were discarded by the patient. On follow up call on (B)(6) 2010, mother reported patient's blood glucose has returned to normal range. Mother stated the treatment received was an insulin bolus via infusion device self-administered by the patient. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.